Event description:
The doctor requested the patient care technician flex the bow up several times in an effort to get the proper position. The bow snapped. The procedure was completed and the result was a successful cannulation of patient with stent.